Event description:
Related manufacturer reference number: 2017865-2022-02813, related manufacturer reference number: 2017865-2022-02815, related manufacturer reference number: 2017865-2022-02817. It was reported that the patient deceased. Patient experienced chest pain/discomfort and it was reported that death was related to covid. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Event description:
Related manufacturer reference number: 2017865-2022-02813, related manufacturer reference number: 2017865-2022-02815, related manufacturer reference number: 2017865-2022-02817. It was reported that the patient deceased. Patient experienced chest pain/discomfort and it was reported that death was related to covid. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Event description:
New information received stated that the patient also had an infection.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.